Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery failed after a new battery was installed. The customer's blood glucose reading was 122 mg/dl at the time of incident. Troubleshooting found that the battery cap had a little spot on the battery plate and advised customer that a new battery cap would be mailed to her. The customer also indicated that after the third battery change, the pump worked. The customer was advised to discontinue use of the device and revert to a back-up plan until the cap replacement arrives.